Event description:
A report that a patient underwent an ipg replacement was received. The patient fell on ice (non device related) and was not able to obtain a proper charge. The physician implanted a new ipg and the patient is reportedly doing well.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted device found that no anomalies or deviations potentially related to the event occurred during manufacturing.